Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and morphine at unknown concentrations and doses via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on (B)(6) 2017 that the patient¿s pump ran out of medication ¿about 10 years ago¿ (from (B)(6) 2017) due to insurance. Morphine was in the pump at that time. It was noted the patient was walking around with an empty pump that was ¿buzzing¿ and it hurt because it rubbed against his rib cage starting in 2010. It was indicated that the patient wanted the pump removed. It was stated that dilaudid was in the pump at the time the pump was hurting from rubbing against the patient¿s ribs in 2010; however, note that this information is conflicting with the previous report that the pump ran out of medication about 10 years ago (from (B)(6) 2017). The patient did not have a managing healthcare professional for the pump. Physician listings were requested.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer on 2017-jan-26 reported the patient stated he was looking for a doctor who could remove the pump. The patient stated he was not able to find anyone close.

Event description:
Additional information was received from a consumer. The patient's pump had not been running in a "couple of years" and the pump had "been going" and had not been used in "about 2 years". Note that this information conflicts with the previous report of the pump being empty for ten years. No symptoms were reported.